Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2018, product type: catheter, product ID: 8578, serial# (B)(4), implanted: (b)(46 2015, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), (B)(6), (B)(4); product ID: 8578, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving compounded baclofen 2 00mcg/ml at 10mcg/day, dilaudid 10mg/ml at 0.5mg/day and bupivacaine 14mg/ml at 0.6mg/day via an implantable pump. The indications for use were intractable spasticity and post spinal cord injury. It was reported that the patient reported increasing pain and spasticity over the last 2 months. The environmental, external or patient factors that may have led or contributed to the issue was the patient reported falling but being able to catch himself most of the time. The diagnostics and troubleshooting performed was the physician accessed the sideport and was not able to get flow through the catheter. X-rays were taken and the catheter appeared to be intact. The interventions and actions taken to resolve the issue was the patient was taken to the or (operating room) on (B)(6) 2018 for a catheter revision. The catheter in the pump pocket was accessed first. There appeared to be a possible kink in the catheter tubing in the pump pocket due to the short length of the catheter in the pump pocket and the way it laid under the pump. Once the catheter was uncoiled and the connector disconnected, brisk backflow of csf (cerebral spinal fluid) was noted through the catheter. The connector was replaced with a longer piece and it was looped twice in large loops behind the pump. The pump was chosen to be replaced as well by the surgeon since the patient¿s eri (elective replacement indicator) was down to 45 months to prevent the patient from having to come back for replacement again in 3 1/2 years. Once the new pump and new connector were attached and pump was placed in pocket, good flow was again confirmed by aspirating via the sideport. The daily dose was reduced by 50% per the managing physician¿s request. The issue was resolved at the time of the report. The patient¿s status was noted to be alive, no injury and no further complications were reported.

Manufacturer narrative:
Analysis of catheter model 8709sc found ¿no significant anomaly - acceptable catheter testing ¿ catheter incomplete/returned in segments¿. Analysis of catheter model 8578 found ¿no significant anomaly ¿ sutureless connector ¿ tear in seal near guide ring¿. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.